Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked and there was an alleged intermittent power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-may-2019 with the following findings: during investigation, the black box download verified reboot event on complaint date of (B)(6)2019. The battery compartment was cracked from the top above pad to cover part; battery cap threads damaged/stripped. The pump intermittently powers with the returned battery cap. There was a cover crack between corner of lens and case seal. A test battery cap was used for all testing. Test battery cap attaches securely to pump. Pump exercised 12 hours with no power issues or alarms occurring. The pump was opened and there was no damage or moisture found to power circuit. Battery cap contacts were found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.